Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and is being returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device displayed error messages (sf 74 and 223). The device also failed to pass its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. Further investigation determined that the system fault 223 was due to a defective peep motor, and the system fault 74 was due to a software problem. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).